Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had whitish foreign material inside both the air/water cylinder and the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) years since the subject device was manufactured. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in the air/water cylinder and air/water channel. The user possibly could not perform reprocessing properly by leakage due to deformation of switch (1) and remove the foreign material. User can detect and prevent the suggested event by following instructions for use below. Detection method is described in cf-h185l/I operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.